Event description:
The galileo 500ul syringe was not in compliance with vendor specifications. Each galileo instrument is equipped with (4) 500l syringes to aspirate and dispense patient/donor sample into the testing microwells.the joint between the glass barrel and the metal screw is filled with glue to provide a proper sealing between these two components. In some cases, it was observed that the glue in the joint might not be applied in sufficient quantities. The defective syringes have been observed to leak before the eventual breakage of the glass barrel occurs.this risk is mitigated by the fact the user should be examining the syringes as part of weekly maintenance for leakage. This is a requirement in the galileo operator manual. It is expected that the user would either replace a leaking syringe or contact technical support for assistance, but they would take some kind of action if leakage was noted. This mitigation reduces the severity to minor.

Manufacturer narrative:
The supplier indicated the syringe was not in compliance with specifications. The defective syringes were observed to leak before breakage of the glass barrel occurs, but have the potential to affect assay results. A leaking syringe has the potential to affect the volume of sample that is dispensed into the microwell. Customers were notified of the issue on 8/11/09.